Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock due to t wave oversensing and noise when programmed in the primary vector. As a result, the patient was hospitalized. The device was re-programmed to secondary vector and a stress test was performed in which it was successful. The patient was discharged from the hospital, and they will continue to monitor. At this time, the s-ICD remains in service. No additional adverse patient effects were reported.